Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the stress when using, the external factors, or the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed that the coating of the insertion tube of the subject device was peeled off more than 1mm2 due to deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the coating of the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned to sorc for repair of leakages and the dented insertion tube. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.